Event description:
The procedure was coil embolization for a bifurcation of the internal mammary artery that was not calcified and not tortuous. No patient information was provided. Initially, several coils were successfully placed in the target site through renegade/stryker. No issues noted. However, the galaxy ((B)(4) complaint product) kinked in the same microcatheter during delivery to the target aneurysm .it was therefore safely removed from the patient and the procedure was completed without any further issues. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The product was new and was stored per labeling instruction. Prior to use, no defect (kink, bends etc) was noted on both the coil and the microcatheter by visual inspection. The galaxy is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex fill coil 4 x 12 received coiled inside of a plastic bag. The hypotube was inspected and it was found broken as well as kinks were noted on it. The introducer was received partially zipped without damage. The support coil, gripper and embolic coil were found outside of the introducer; the support coil and gripper were found without damage while the embolic coil was found stretched. The gripper, embolic coil, and hypotube were inspected under microscope and the following were found; the gripper was found without damage, the embolic coil was found stretched / kinked and during microscopic analysis. The edges of the broken section of the hypotube appear as it was kinked before it got broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported by the costumer as "coil" kinked/bent-in patient, was confirmed during the microscopic analysis; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages due to as per ch&ss investigation the customer state that "prior to use, no defect (kink, bends etc) was noted on both the coil and the microcatheter by visual inspection." Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process additionally inspections are in place per (640mi021 rev. C) that prevents these kinds of damages leaving from the facility; therefore, no corrective actions will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization for a bifurcation of the internal mammary artery without calcification or tortuosity, after initially placing several coils through a renegade/striker microcatheter the galaxy (640cf0412/15592764) kinked in the same microcatheter during delivery to the target aneurysm. It was therefore safely removed from the patient and the procedure was completed without any further issues. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The product was new and was stored per labeling instruction. Prior to use, no defect (kink, bends etc) was noted on either the coil or the microcatheter by visual inspection. It is not known where or what component of the device kinked. A non-sterile 4 x 12 orbit galaxy tight distal loop complex fill coil system was received coiled inside of a plastic bag. The hypotube was inspected and it was found broken as well as kinks were noted on it. The introducer was received partially zipped without damage. The support coil, gripper and embolic coil were found outside of the introducer; the support coil and gripper were found without damage while the embolic coil was found stretched. The gripper, embolic coil, and hypotube were inspected under microscope and the following were found; the gripper was found without damage, the embolic coil was found stretched / kinked and during microscopic analysis the edges of the broken section of the hypotube appear as if it had kinked before it broke. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported kink of the device was confirmed; in addition the coil was stretched and the hypotube was separated. It was reported that other than the reported kink at unspecified location, prior to use and post use there were no other defects. This would lead to the conclusion that the other damages, including the stretched coil and separated hypotube, which would be readily visible to the user, occurred due to post procedural handling. With review of the reported information, the analysis and the device history record review there is no indication that these damages are related to the manufacturing process with procedural/post procedural handling contributing to the reported kinking and other noted damages. Additionally inspections are in place to prevent these types of damages leaving from the facility; therefore, no corrective actions will be taken at this time.